Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during an initial assessment of a homechoice (hc) device which occurred on 08/01/10; there was no report for this alarm called in by the customer. No failure or malfunction was identified. There is no evidence that problems with the hc contributed to se 2240. The cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A system error (se) 2240 was found in the patient logs of the homechoice (hc) device during evaluation.